Manufacturer narrative:
Information received from the hospital personnel stated that the reported complaint of a mid16 error message was resolved after the biomed cleared the mid 16 error message in the thermogard console's event history. No further issue on the console had been reported at this time. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console with serial number (B)(4). The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard console (sn (B)(4)) displayed a malfunction ID:16 (software) error message during patient treatment. Following this, the nurse switched to another thermogard console to complete the ivtm therapy. No known impact or patient consequence was reported.